Event description:
The patient attended the hospital with symptoms of bradycardia, dizziness, dyspnea and fatigue. Interrogation of the device was not possible, and the device was observed to not be pacing. A ¿premature pacemaker dysfunction¿ was reported but not further characterized. While hospitalized the patient received a temporary external pacing lead until a replacement procedure could be performed. X-ray imaging was performed and revealed no anomalies. The event was resolved by explanting and replacing the device. The patient was in stable condition following the procedure. Further information has been requested but not yet received.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The reported events of no pacing and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Additional information received indicated the physician alleges premature battery depletion.